Event description:
Towards end of a saphenous vein harvesting procedure, a separation of components from the short port occurred. The device was removed and the case was completed using only the harvesting cannula and the distal insufflation feature. The customer indicated that no components fell inside the patient. No patient complications were reported. In 2005, the device was received with the outer silicone and the balloon torn. This is a reportable malfunction.